Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, shock impedance measurements were greater than 125 ohms in all three vectors with this replacement device and chronic lead. The caller confirmed there was no electromagnetic interference (emi) source near the pocket during the procedure. The physician elected to use another device. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The device was subsequently returned for testing. This prouduct issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that all seal plugs are intact and all setscrews move freely. There were no lead seal witness marks present in the header. The device was received with the shock lead vector programmed to rv coil to ra coil to can. Manual shock impedance measurements in all three shock configurations were within specifications. This device passed all returned product testing tests which verified pacing, sensing, defibrillation, impedance measurement circuitry, and recording functions. Final testing was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.